Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as a battery depletion (bd) alert was displayed on the monitoring system. This device was explanted and replaced. No additional adverse patient effects were reported. The device was disposed by the explanting hospital, so it is not available for return and analysis.